Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was brain cancer. The caller stated that the customer had a mass on his brain and lesions that may have led to the customer's passing. The customer¿s blood glucose was 500 mg/dl during the hospitalization. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing. The customer went high and was taken off the pump and put on a slow insulin drip. The customer was not using sensors. The caller declined to return the insulin pump for analysis.